Event description:
A consumer reported that the patient had discomfort after implant, they were in rejection and they were in the hospital. A revision surgery was scheduled for (B)(6) 2016. The patient did have a 50 percent or greater symptom reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient had a rejection reaction after implant. The hcp thought the rejection had nothing to do with the stimulator, but the cause of the event was unknown. The implantable system was replaced in (B)(6) 2016 with a device from another manufacturer. The issue was resolved and the patient was in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.